Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The device mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the returned 00mlx mlx 300w xenon lightsource was in used condition. The evaluation of mlx 300w xenon lightsource (00mlx) identified that the bezel, bottom trim, control board, alternating current (ac) entry, and the right and left-side panels had physical damage. The turret failed the cable retention and rotation test. The lamp fan was not working. Parts needed to correct the issues are psu, lamp, control board, bezel assembly, top trim, bottom trim, right and left-side panel, turret, and ac entry module. Replaced the power supply unit (psu), lamp, control board, bezel assembly, top trim, bottom trim, right and left-side panel, turret, and ac entry module. Performed an evaluation and function test. The mlx passed all tests. Root cause analysis: the reported complaint was confirmed. The evaluation identified that the bezel, bottom trim, control board, ac entry, and the right and left-side panels had physical damage. Evaluation also identified that the turret failed the cable retention test. The issue of this 00mlx unit producing a burning smell is most likely due to rough handling/environmental damage.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the mlx 300w xenon lightsource (00mlx) was in use in the operating room (or), when it started to smoke and smelled burnt. No patient injury, death, or surgical delay reported.